Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and mesh was implanted and on (B)(6) 2009 and xenform was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, and dyspareunia. It was reported that the patient underwent a mesh revision on (B)(6) 2008, due to mesh erosion, urgency, and frequency. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.